Manufacturer narrative:
Additional information provided. The 23 gauge illuminated flex curved laser probe was received and a visual assessment showed no obvious nonconformities. The laser probe was inserted into a 23ga trocar cannula, but resistance can be felt near the junction of the cannula and the nitinol tip. The sample was observed under a microscope and signs of excess adhesive on the cannula was found. The laser probe tip was measured using the 23ga needle length gauge, where the cannula and the nitinol were found to meet company specifications. The sample¿s outer cannula diameter was measured with an outer diameter min/max values of 0.0250 to 0.0255 inches, the sample¿s outer diameter was measured to be 0.02515-0.0280, not meeting specifications. The reported event was replicated. A closer observation on the cannula revealed signs of excess adhesive on the cannula. The cannula and nitinol length were found to meet specifications, but the cannula outer diameter max value was found to not meet specification. The 23 gauge illuminated flex curved laser probe was manufactured on may 16, 2017. There were 1,116 paks associated with this lot number. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. An internal investigation was opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser probe would not fit through the trocar. The case was completed. There was no harm to the patient.